Event description:
Reporting status: malfunction. Reporting rationale: recall. Device issue: difficult to deflate/tear in inflation lumen. On (B) (6) 2009, abbott vascular initiated a recall for this powersail coronary dilatation catheter part and lot number. In this case, the distal shaft of the catheter exhibited damage. Even though this is rare event, we are recalling the respective lot. While the issue should be detected during the preparation of the product, it may cause a leak of contrast material. Such a leak has the potential to lead to catheter functional failures and clinical consequences as described in the instructions for use. Based on the catheter damage exhibited and the recall action, this incident will be upgraded to a malfunction MDR. Case description: it was reported that the balloon could not be inflated, and the proximal part of the balloon was damaged after taken out. No pt injury was reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis of the returned device revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was crystallized contrast visible in the inflation lumen. The balloon was tightly folded. There was a tear in the inflation lumen 1cm proximal to the proximal seal for a length of 3mm. The inflation lumen was flattened 1cm proximal to the proximal seal for a length of 5 mm. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of the tear in the inflation lumen. The device was sent to the lab for further analysis. Product performance engineering (ppe) reviewed the incident information and analysis results. It was reported that the powersail device could not be inflated and damage was observed on the proximal part of the balloon once the device was removed from the patient's anatomy. Factors that can contribute to difficulties inflating include, but are not limited to, obstructions in the inflation lumen, tears, ruptures, kinks, or tortuous anatomy. Visual and functional analysis of the returned device confirmed a tear in the inflation lumen distal to the guide wire exit notch. The inflation lumen was also flattened in this area. The device was submitted for sem analysis which revealed that the tear punctured through both the inner and outer members and that a tear had also occurred on the opposite side of the inner and outer members. Since the tear damage occurred to both the inner and outer members, it is possible that a sharp object may have pierced through the catheter resulting in the inability to pressurize the device. The difficulty in inflating was likely due to the torn shaft; however, the definitive root cause for the torn shaft could not be determined. A field discrepancy notice (fdn) will be initiated to further investigate the manufacturing process that may contribute to the tear damage. A field discrepancy notice was previously initiated on 08/05/2008 to evaluate the manufacturing process that may contribute to the tear damage of the inner and outer members. The business unit was notified vie e-mail on 09/05/2008 regarding this incident since it exhibited similar tear damage of the inner and outer members. All further investigations and any implemented corrective action will be documented in the fdn. Further corrective action activities include an abbott vascular initiated recall (B) (4) on 06/18/2009, for this powersail coronary dilatation catheter part and lot number combination as a result of the tear damage exhibited on the distal shaft. This MDR is considered closed by the product performance group.